Event description:
It was reported that the left ventricular lead dislodged and exhibited high thresholds in all vectors. The lead was explanted and replaced. The patient was in good medical condition post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.